Event description:
The reporter stated the surgeon inserted and removed a aq2015a silicone three piece lens. Lens was removed and the incision was enlarged and sutures were required. Pt had two lenses that tore and were removed. A third lens was implanted. See other MDR report #2023826-2009-00647.

Manufacturer narrative:
Incision sutured, eval: results: visual inspection of the returned product found the lens optic split in half and a haptic bent. There was evidence of clear surgical residue. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.